Event description:
Baxter (B)(4) received a report that an infusor had a reservoir rupture during filling. The device was being filled with 5-fluorouracil and saline. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. The actual sample is available for evaluation. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The reported condition of a ruptured reservoir was confirmed. Visual examination of the unit determined that the bladder ruptured in a non-footed position. Approximately 60 ml of solution was also noted in the housing due to the rupture. The root cause was determined to be a manufacturing defect. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Additional information: per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation of the bladder rupture issue is in progress through (B)(4).

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states and does not have a 510k number. However, this product is being reported because it is same as or similar to a product distributed within the u.s. The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted.